Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient recently had a driveline revision due to infection. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be determined through this evaluation. Review of the submitted controller event log file confirmed the reported low flow alarms. According to the account, the patient experienced hypertension and hypovolemia and the low flow alarms resolved with hydration and blood pressure control. A direct correlation between (B)(6) and the reported hypertension and hypovolemia could not be determined through this evaluation. The submitted controller event log file contained data from on (B)(6) 2020 8:09 ¿ on (B)(6) 2020 7:33 and captured a total of 13 intermittent low flow hazard alarms, which were associated with calculated average flow values ranging from 1.1-2.4 liters per minute (lpm). Overall, calculated average flow and average pulsatility index (pi) ranged from 1.1-4.3 lpm and 1.8-8.2, respectively. No elevations in pump power were noted. Despite the intermittent low flow condition, the system appeared to be operating as intended and the actual motor speed remained at or above the low speed limit without issue. The submitted controller periodic log file captured data at 1-hour intervals from on (B)(6) 2020 and captured no alarms or controller faults. The log file appeared to show the system operating as intended with overall stable pump parameters. No atypical lvad faults were captured in the event or periodic log file data. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped on (B)(6) 2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection (including driveline infection) and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists hypovolemia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
This event was confirmed to have occurred at healthcare facility. It was reported that the patient had a driveline revision for infection. The patient had an inr that was listed as therapeutic. It was reported that CT (computerized tomography) scans performed in (B)(6) 2019 and (B)(6) 2020 had patient outflow graft. Sources of the driveline infection were confirmed as coagulase-negative staphylococci and corneybacterium. There was no drainage reported from the wound site of the driveline revision. The plan of care was to continue antibiotics and monitor for drainage at the wound site.